Manufacturer narrative:
The pump was received with currents within specification and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump over delivered insulin. The customer's blood glucose reading was 436 mg/dl at the time of incident and treated with an injection. Customer was advised to change the entire set, reservoir and insulin and the customer indicated that insulin continues to drip from the infusion set after letting go of the act button. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the pump reservoirs would be replaced and agreed to return the product for analysis. No further high blood glucose troubleshooting was performed.